Manufacturer narrative:
Related MFR # 2916596-2024-02590 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Repeat cultures were taken on (B)(6) 2024, wound swab of lvad site line identified mrsa and blood culture identified mrsa 1/4 bottles. On (B)(6) 2024 and (B)(6) 2024, blood cultures were negative for 24 hours. On (B)(6) 2024, wound swabs of the left ventricular assist device (lvad) site line were performed and as a result, methicillin-resistant staphylococcus aureus (mrsa), escherichia coli from broth only, and few to moderate gram-positive cocci in pairs were identified.

Event description:
It was reported that the patient was in the operating room for worsening driveline/ pump pocket infection and increased purulent drainage from driveline site. Incision and drainage was performed, and wound vacuum therapy was placed after the incision and drainage. Patient symptoms included fever, nausea, and vomiting. The patient was hospitalized on intravenous (IV) antibiotic treatment. The plan of care was continued antibiotics (by mouth and intravenous) and wound care at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - clinical code and health effect - impact code corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2024 and discharged on (B)(6) 2024.